Event description:
It was reported that the tip of the coude catheters were straight. Also reported that the tip of the catheters were too curved almost like a circle.

Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. 8 orange coude tip catheters were returned unopened in original package. Visual inspection of the returned sample noted no obvious defects. Each catheter was noted to have some bend in the coude tip. The product was not used for diagnostic or treatment purposes. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle.